Event description:
Upon charging of the mobile lift, the staff heard a band and smell of smoke. They found that the extension cable next to the control box had turned black and was damaged. No injury reported.

Manufacturer narrative:
(B)(4). Device will be returned to manufacturer for failure analysis.